Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". The customer administered a manual injection of insulin to address their bg. The customer reverted to an alternate method of insulin therapy.